Manufacturer narrative:
Additional information indicates that the following codes should be added to the previously-submitted coding for the implantable neurostimulator (ins) model: 97714, (B)(4).

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they had seen their doctor on (B)(6), who showed them how to perform a "60 minute countdown". The patient went home and attempted it twice, but it did not work. The patient called a different doctor the next day, who told them to do 3 physician mode recharges (pmr) back to back. This did not work either. It was noted that sometimes the countdown numbers would come and go while the pmr was being conducted, and the patient thought it was due to loose wires. It was explained to the patient that their implantable neurostimulator (ins) was damaged, and they would have to keep performing back to back pmrs until it comes out of the overdischarged state.

Manufacturer narrative:
(B)(4).

Event description:
A patient who had an implanted neurostimulator (ins) for spinal pain reported on (B)(6) 2015 that their stimulation was not working, and they were not able to feel anything. The patient called back two days later stating that there was poor communication with the patient programmer, and no communication was possible with the recharger as well. It was stated that the last recharge session had been 1.5 weeks prior. Follow up attempts were initiated to obtain information regarding mitigation efforts and issue resolution. A supplemental MDR will be submitted if additional information is received.